Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced a prime fill anomaly. It was reported that tubing could not be filled during priming. Customer's blood glucose was 9.2 mmol/l. Issue was resolved when reservoir was changed.